Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor readings than those from a healthcare professional's meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced nausea and contacted a healthcare professional, who obtained a reading of 72 mg/dl. The customer was given IV fluids and also received other medications (¿sobian¿ and rosefin antibiotics). There was no report of death or permanent impairment associated with this event.